Event description:
It was reported to the manufacturer by the end user, per the end user, the patient was trying to get up and change himself. He is paralyzed and only able to use of one arm and fell out of the bed. There wasn't any malfunction due to the mattress. He needs more space to be able to move around. The patient was sent to the local ER and sustained an impact fracture at the left distal radial. Complaint #s(B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.